Event description:
It was reported that there was an unreadable printed label. Product was not used on patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. The complaint indicated unreadable printed label. One corrugate sales unit and three individual cartons with sealed packages returned for analysis. The label on the corrugate carton is correct and the pressure sensitive labels on two of the three individual cartons are all correct and free of defects. One individual pressure sensitive label has a poorly printed lot number. The correct lot number is present on the label bar codes and on each individual package.